Manufacturer narrative:
The device was returned for evaluation and visually and functionally tested. The complaint was confirmed by evaluation. Corrective action for the process has been initiated.

Event description:
A distributor reported to atricure that during inspection, device packaging was found to be not sealed. The device was returned to atricure and there was no patient involvement.